Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one 70yrs old male patient. The results provided were: sid (B)(6) initial = 20.2 pg/ml /repeated= 34.8 pg/ml /repeated=16.4 and 16.4 pg/ml /repeated=48.1 pg/ml /repeated on plasma=14.8 pg/ml /re-centrifuge and repeated on serum=15.3 pg/ml laboratory reference range for troponin =26.2 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of alinity I stat high sensitive troponin-I reagent lot 38600ud00. The evaluation of complaint data for the product and likely cause alinity I stat high sensitive troponin-I reagent lot 38600ud00 identified normal activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 38600ud00 was evaluated using worldwide data from abbottlink. This evaluation indicated that the patient median result for lots within the established control limits. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 38600ud00.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.